Event description:
Boston scientific crm received information that this right ventricular lead dislodged. The lead was repositioned in the apex of the ventricle and at that time, a perforation occurred. The lead was then repositioned to the septem of the ventricle, where good thresholds were acquired. Due to the perforation, the patient was taken to surgery to perform an epicardial window and insert a drain tube. It was noted that the patient tolerated the procedure well and was doing well following the procedure. The lead remains in service. Should additional information become available, this event would be updated as necessary.